Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the heartmate 3 tunneling adapter split in half during the implantation of (B)(4) was confirmed through a photograph that was provided by the account. Multiple requests for additional information were sent to the account; however, no further details were provided. To date, the tunneling adapter has not been returned for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 0 day. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that black tunneling adapter broke in half during tunneling driveline through tissue. Core punch or tunneling handle were not used. The surgeon tunneled driveline using tunneling adapter and tunneling lance 16 inches. At first it was tunneled through to the right, skin & tissue sliced open with surgical knife to allow driveline through tissue and skin. They tunneled adapter and lance with driveline then tunneled back in same area to be tunneled to the left. As the lance and tunneling adapter went through the tissue or skin to exit to the left, the tunneling adapter broke in half, as it came out of the skin. All pieces were recovered. Additional information was requested but not provided.